Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis (B)(6) 2020 with blood glucose of 883 mg/dl. Customer was treated with insulin drip and manual injection for high blood glucose level. Customer reported that they had symptoms like nausea, vomiting, difficulty in breathing and fatigue. Customer reported that the retainer ring was damaged and reservoir was able to lock in place. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in the reservoir compartment noted. No missing retainer noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.